Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosisadditional text: tearing of neo-intima of inflow cannula resulting in systemic emboilspecific component(s) involved: pump drive unit malfunctionadditional text: heartmate iiother component:causative or contributing factor:other cause:intervention(s): unknownother intervention :implant device type: lvadmalfunction device type: